Event description:
The customer reported that the battery latch was broken and the battery was not staying in which could result in an unexpected shutdown of the device.

Manufacturer narrative:
(B)(4). The customer reported that the battery latch was broken and the battery was not staying in which could result in an unexpected shutdown of the device. The device was evaluated at philips. The symptom was verified. The battery eject assembly was replaced to resolve the issue.